Event description:
It was reported that during handling of this fiber laser, the fiber snapped and pierced the hand of the nurse. It was said that the nurse was reported be in good condition and no further treatment was necessary. Another fiber was used to continue the case.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Based on the information available, there was no device available for analysis. However, the information provided states there was an error by the nurse when handling the fiber. It is probable that the handling of the fiber by the nurse led to the fiber break and subsequent burn to the nurse's hand. The instructions for use (IFU) states: careful handling of the fiber during setup is important to prevent fiber damage. Fiber damage may impact fiber performance. Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber-optic cable may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The reported patient symptom is a known risk associated with slimline fiber procedures and is noted as such in the instructions for use. The interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
It was reported that during handling of this fiber laser, the fiber snapped and burned the hand of the nurse. It was said that the nurse was reported be in good condition and no further treatment was necessary. Another fiber was used to continue the case.

Event description:
It was reported that during handling of this fiber laser, the fiber snapped and burned the hand of the nurse. It was said that the nurse was reported be in good condition and no further treatment was necessary. Another fiber was used to continue the case.

Manufacturer narrative:
B5: describe event or problem and h6: patient codes have been updated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.